Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material/residual liquid in the forceps opening and in the suction cylinder could not be identified and a definitive root cause of the issue could not be determined, however, due to an observed leak in the forceps channel, proper device reprocessing may not have been completed or possible. The issue may be prevented by following the instructions for use sections below: chapter 6 application and conditions of cleaning, disinfection, and sterilization chapter 7 cleaning, disinfection, and sterilization procedures olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrovideoscope exhibited residual liquid and foreign objects from the forceps opening and suction cylinder. There were no reports of patient involvement.

Manufacturer narrative:
It is unknown if the device was cleaned, disinfected, and sterilized (cds) before it was sent in for repair. According to the customer, the following details regarding the cds process were unknown: when the foreign material adhered to the nozzle, whether there was a delay in the start of the pre-cleaning, whether the air/water nozzle was flushed with air and water, or whether the nozzle was cleaned with lint-free cloths, brushes, or sponges or flushed with detergent solution. There were no abnormalities in the accessories used for reprocessing. The device was returned and evaluated. During the evaluation, it was determined that the residual liquid and foreign objects from the forceps opening and suction cylinder were likely a result of insufficient reprocessing. Additionally, the following observations were made during the evaluation: due to a pinhole on the channel tube, water tightness was lost; due to the wear of the forceps control lever, water tightness was lost; due to the wear of the angle wire, the bending angle in the up direction did not meet the standard value; due to the wear of the angle wire, the play of the up/down knob was out of the standard range. An abnormal sound was made due to damage to the up/down knob; the adhesive on the bending section was detached; due to damage to the channel tube, the forceps could not be inserted; the ultrasonic transducer had corrosion; there was damage or deformation due to physical stress (caused by handling); switch 2 had a scratch; the connecting tube had a scratch; due to damage on the ultrasonic probe, the number of missing elements exceeded the standard value; the acoustic lens had a scratch (damage level; did not reach the glue layer); the acoustic lens had a scratch. (Damage level; did not reach the glue layer); and there was a chip in the adhesive area between the acoustic lens and ultrasound probe. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.